Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address knee pain. It was noted upon removal that the tissue/ bone appeared necrotic and fibrous. Doi: (B)(6) 2016; dor: (B)(6) 2017; unknown affected knee.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no product was returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.